Event description:
The customer obtained ind flags/no value results for all levels of myoglobin qc. It was discovered while troubleshooting with access hotline there was no reagent pack loaded in the slot designated for the in-use myoglobin reagent pack in the reagent storage carousel. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. User error is the root cause for this event.

Manufacturer narrative:
(B)(4).